Manufacturer narrative:
Upon follow up with the user facility, the patient was reported to have a tortuous sigmoid colon as well as diverticula which may have contributed to the reported event. The device subject of this complaint has not been returned to steris endoscopy for evaluation. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. Statements from the instructions for use include: "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that there is no gap on the open side where the scope and distal housing meet. See figure 3. Grasp the securing strap and stretch it across the "c" shaped opening and secure the securing strap onto the #2 securing strap mounting hook on the far side. Carefully apply lubricant liberally to the outside of the padlock clip housing." Steris endoscopy has offered in-service training to the user facility; however, the facility has declined. No further issues have been reported.

Event description:
The user facility reported that the housing component of a padlock clip pro-select defect closure device became detached from the endoscope following use to close a defect in the cecum. The endoscope was re-inserted to attempt recovery of the component, and a perforation was observed in the sigmoid. The patient was sent to surgery to repair the perforation and retrieve the detached component. The patient is reported to be stable and recovering from surgery.